Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion of a midline, the guide failed to advance. It self-wrapped around itself in the vein. It was impossible to remove it as it remained hooked, thus there was a risk of vein dissection. The entire device had to be removed. Patient had to be re-punctured on an already weak vein". The midline kit was removed and replaced with a new one. The patient is reported to be 'fine'.

Event description:
It was reported that "during insertion of a midline, the guide failed to advance. It self-wrapped around itself in the vein. It was impossible to remove it as it remained hooked, thus there was a risk of vein dissection. The entire device had to be removed. Patient had to be re-punctured on an already weak vein". The midline kit was removed and replaced with a new one. The patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4)